Manufacturer narrative:
(B)(4). Date sent to FDA: 03/28/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic hernia repair on (B)(6) 2015 and mesh was implanted. On (B)(6) 2015, the patient underwent another surgery to repair a recurrent surgery and mesh was implanted again. It was reported that since the initial surgery, the patient has experienced abdominal pain and unspecified future medical problems. No additional information was provided.